Event description:
The consumer reported that during a testing session with the binaxnow covid-19 antigen card home test, the consumer "got injured and started bleeding." The date that this event occurred is unknown. The sample type was not provided. Due to the alleged event, the test results were stated to be inconclusive by the consumer. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided.

Manufacturer narrative:
A product deficiency was not reported or found. The customer was provided with the reagent safety data sheet (sds).